Event description:
Information was received indicating that this ambulatory infusion pump exhibited a double beep for no cassette. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd-legacy 1 pump was returned in used condition. Visual inspection of the device found no issues. When the device was powered, up it started double beeping. The downstream sensor was replaced as a result. The clock battery was also replaced. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.